Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, there was a vacuum error code on the device when the power was turned on and the control module was initialized. The site used replacement demo equipment to finish the procedure. There was no pt consequence.